Manufacturer narrative:
The inserter was returned to 4web and analyzed. The broken thread was confirmed. Review of production records did not indicate any issues related to manufacturing that may have contributed to the event . Cause of thread breakage is unknown. It was reported that after the product was shipped by the manufacturer, the inserter was modified prior to use. If additional information becomes available, a supplemental report will be submitted.

Event description:
It was reported to 4web that the tip of the alif inserter broke within the thread hole of the implant while the surgeon was trying to readjust the cage during surgery. Surgeon was unable to retrieve the broken piece of the inserter from the cage. No patient injury or death reported. Surgery was completed successfully.